Event description:
Event description the patient was reported to have received an inappropriate shock which was followed by a questionable rhythm or loss of pacing capture, possibly emd. Noise was noted on the ventricular channel. The patient died.